Event description:
Trial use of a new piece of non-invasive monitoring equipment. Cuff placed on patient's left arm and remained there for the duration of the procedure. Machine was started at 10:25 a.m., patient undraped at 11:35 a.m. Physician felt he had turned machine off after 10 minutes. When patient was undraped, the left arm was edematous with small clear blisters. Cuff was removed and biomed was notified immediately to pick up the machine. Demo representatives were also noified. Demo representatives reported the incident to the main office. Patient was treated by physicianinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: design, telemetry failure, incorrect technique/procedure, patient diagnosis contraindicated use of device, unanticipated adverse reaction - long term. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.